Event description:
It was reported that externalized conductors were observed on the rv lead via fluoroscopy. The electrical function of the lead was normal. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.